Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). According to the evaluation by (B)(4), the following was found. There was leaked at the insertion tube. Ccd lens was chipped. The fiber of lg-bundle was broken. The distal end cover was damaged. The adhere of bending section rubber was separated, worn, and torn. Insertion tube was wrinkled. The right/left and up/down angle knob were discolored and dented. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found foreign material was at the distal end cover. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc). Therefore, omsc cannot investigate the device. Omsc reviewed, the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.